Event description:
High blood glucose (530 mg/dl) resulted in hospital stay (2003)-- treatment received: insulin injections. Pt was unable to correct glucose level with bolus. Low blood glucose values obtained during the week before the incident.